Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery charger would not charge a battery. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger will not charge a battery) was confirmed. Upon eval, the battery charger/modem was unable to charge a battery pack. The cause for the failure was isolated to corrosion on the battery board. The cause for the corrosion was contamination. The root cause of the contamination was unable to be positively identified, but was likely ingress of an unk liquid. No adverse event resulted from the contaminated charger. The pt rec'd a replacement battery charger/modem.